Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was determined that the reported event was caused by the user releasing the switch prematurely. The software was functioning as designed.

Event description:
A site representative reported that as the site was performing a 3d scan, the scan stopped at 340 degree. The slices were saved and the customer was able to continue navigation. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.